Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: anchor, model: 1192, UDI: (B)(4), serial: n/a, batch: 8288837. Common device name: lead, model: 3186, UDI: (B)(4), serial: 19476979, batch: a000130653.

Event description:
Related manufacturer reference number: 1627487-2022-06251. It was reported the patient experienced a post op infection at the anchor incision site. As a result, surgical intervention took place wherein the entire system was explanted to address the issue. Investigation was unable to determine which of the anchor attributed to the event

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the anchor site(s); however, no explanted products were returned for analysis. The patient's entire system was explanted to address the issue. Investigation was unable to determine which of the anchor attributed to the event. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown